Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No excessive no delivery alarm noted. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches to the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked display window. (B)(4) .

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and that the blood glucose ran high. The blood glucose reading was up to 400 mg/dl and the reservoir was leaking. The infusion set was removed and the cannula was not bent. Insulin did exit with a prime. The drive support cap was noted as being flush. The time and date were correct and the bolus wizard and basal rate settings programmed accurately. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.